Event description:
A patient with a large staghorn calculus was undergoing lithotripsy. During the procedure, the lithoclast probe fractured with one piece being extruded from the tip of the device. This had to be retrieved using flexible scope and graspers. It was removed completely, confirmed by fluoroscopy.